Manufacturer narrative:
Conclusions: is based upon evaluation of user facility information and the returned sample. Is based upon reserve sample testing. The involved guidewire and balloon catheter were returned for evaluation. Visual examination of the returned samples confirmed that the guidewire was stuck within the catheter. A portion of the guidewire was visible extending from the catheter and confirmed that the polyurethane coating had been damaged partially exposing the core wire. The catheter was opened to enable removal of the guidewire. Further examination determined that another portion of the guidewire coating had been damaged and apparently rolled back on itself during the attempted withdrawal through the catheter. The doubled-back polyurethane coating caused an effective area of increased diameter outer diameter such that it could not pass through the inner diameter of the balloon catheter and became stuck. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against resistance related to contact with a sharp surface during withdrawal. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) may result in "abrasion of the hydrophilic coating," "destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with a glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a portion of the outer layer of the guidewire had been damaged during a stent placement procedure. The reporter indicated that difficulty was noted while attempting to remove the balloon catheter over the guidewire, such that "significant force" had to be used to remove the guidewire and the balloon catheter together. Upon removal the guidewire was noted to have damage to the urethane coating. Reportedly, the patient was not impacted and the procedure was completed successfully.